Event description:
The customer reported they were using the aura laser for a partial glossectomy when during the procedure, they tested the laser power level at 1 watt and the fiber was not working. They then tested the fiber at a higher wattage 4 watts and during the test, they noticed a fire from the fiber 14 inches from the connector.

Manufacturer narrative:
The site investigated and reported to ams the following: "the fiber was inspected after the event. The fiber cable does not appear to have been damaged prior to the incident. The input connector is intact as is the delivery probe. The failure of the fiber appears to be in the middle of the fiber about 23 inches from the input connector end. There is a break in the fiber where the fiber failed and melted upon the input of laser energy into the fiber. The laser unit was used by the surgeon subsequent to this incident without any further problems with a new replacement fiber. There were no pt injuries or deaths as a result of this failure." The fiber has returned to ams but has not yet been analyzed. A follow up medwatch will be sent when failure analysis is completed. Labeling is sufficient and states (under caution) to test with the aim beam prior to use: "before beginning with the surgical procedure, the accustat should be checked for damage during shipment. While the aim beam is activated, direct the beam at a nonreflective surface from a distance of less than 1 inch. If the aim beam is not seen, or if a glow is detected anywhere on the length of the cable, the device may be defective, and should not be used.